Manufacturer narrative:
Product evaluation has been completed. One opened lens box was returned missing the peel pouch and directions for use (dfu). The lens was in the carrier, positioned incorrectly. Particulates, saline dendrites and dried solutions were visible on the optic. Visual inspection found both haptics bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The product evaluation confirmed the failure mode. No nonconformities were found involving this complaint type or product lot. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The most probable root cause is operational context. User-related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
The doctor noticed that the trailing haptic was bent upon intraocular lens (iol) insertion. The lens was removed and replaced with the same model and diopter lens. The incision was enlarged to remove the lens, and sutures were needed due to the incision enlargement. The original incision size was 2.85 ml. The enlargement was not measured. The type and number of sutures are unknown. No other complications were experienced during the surgery. The orientation of the lens did not change. The iol optic was free and clear of debris/deposits. In the surgeon's opinion, the likely cause of the event was the bent haptic. The patient has a good current prognosis.